Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon dimensional testing of the returned sample. One used 6 fr angio-seal vip device was received for product evaluation. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was returned mated with the carrier tube assembly. On the delivery system, the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. Dimensional testing was performed, and the outer diameter of the carrier tube was measured to be 0.0803'' which was within the specification of 0.080'' +/- 0.005. The overall length of the hemostasis sheath was measured to be 5.711'' which was within the specification of 5.710'' -0.007''/+0.010''. All critical components of the device were measured and were found to be within the pre-sterile manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that device was not positioned in the full forward lock position; or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device would not deploy. The patient condition was good and the procedure was successful. Additional information was received on 11dec2019. There was no harm to the patient. Additional information was received on 20dec2019. The angio-seal deployment was attempted post angiogram and the device did not deploy correctly. After attempted deployment manual pressure was held to gain hemostasis. A pre-deployment angiogram was performed. The procedure being performed was an aif with intervention (left sfa was treated with stent placement). A 6fr sheath was used. The doctor was accessing right femoral and treated left sfa.